Event description:
It was reported that approximately three months post successful implantation of a vascular stent in the sfa, guided fluoroscopy demonstrated a fractured stent in a totally occluded sfa. An angioplasty was performed to open the occluded sfa and the thrombus was treated. A covered stent was deployed inside the fractured vascular stent successfully on the following day. There is no reported patient injury.

Manufacturer narrative:
The lot number of the subject device was not provided. Therefore, the device history records could not be reviewed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample was returned for evaluation. Images were provided. On the basis of the images, a stent fracture could be confirmed. Potential factors which may have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation, highly calcified vessels, the patient's condition or the vessel anatomy may lead to an irregular placement of the stent and subsequent stent fracture. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently addresses that arterial occlusion and/or restenosis of the treated vessel and stent fracture are potential adverse events that may occur.